Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recently declared a code 1003, indicative of battery voltage too low for the projected remaining capacity. The patient was hospitalized, and this device was surgically explanted and replaced the resolve the event. No additional adverse patient effects were reported. This ICD is retained at the healthcare facility.

Manufacturer narrative:
Summary of the investigation: with the available information, boston scientific cannot confirm the root cause of the clinical observations due to lack of product return. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: with all the available information, boston scientific is unable to conclude the root cause of the incident. This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device, it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: this device is retained at the healthcare facility. As such, physical analysis has not been conducted in our laboratory and our investigation is considered complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recently declared a code 1003, indicative of battery voltage too low for the projected remaining capacity. The patient was hospitalized, and this device was surgically explanted and replaced the resolve the event. No additional adverse patient effects were reported. This ICD is retained at the healthcare facility.